Event description:
It is reported that the device was implanted in 2004 and revised post-op in 2005 due to failure of hinge post.

Event description:
It is reported that the device was implanted 7/20/2004 and revised post-op on 3/29/2005 due to failure of hinge post.